Event description:
It was reported to boston scientific corporation that a sensation medium stiff micro oval snare was used during a polypectomy procedure performed in 2009. According to the complainant, the device would not cauterize during the procedure. The procedure was completed with another sensation medium stiff micro oval snare device. There was no pt injury reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to the stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.